Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site was not healing properly and infection was noted. Symptoms were swollen ipg site and fever. The patient was prescribed antibiotics and underwent an explant procedure. The infection was not device or procedure related.